Manufacturer narrative:
After calibrating the oxygen battery, device works as intended again.

Event description:
Hamilton medical ag received the following event description : "low oxygen concentration alarm during use."